Manufacturer narrative:
(B)(4). (B)(6): on (B)(6) 2017, the patient experienced pericardial effusion which led to cardiogenic shock, mesenteric ischemia, liver infarct and subdural bleeding caused by the heart/lung machine used during surgery. The patient was placed on extracorporeal membrane oxygenation (ECMO) and impella heart pump. The pericardial effusion was surgically treated. On (B)(6) 2017, the patient died. Cause of death was abnormal compartment because of mesenteric ischemia, liver infarction and subdural bleeding. There was no additional information provided. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The cds (70613u115) is filed under a separate medwatch report.

Event description:
This is filed to report irregular movement of the clip (70619u106) and the tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a mr grade of 4. Echo imaging was difficult due to the anatomy. The first clip was implanted without issue, reducing mr to 2. A second clip (70619u106) was advanced to the mitral valve; however, during translation into the left ventricle (lv); the clip turned around 30 degrees. Attempts were made to correct the position of the clip when using the m/l and a/p knobs, but the clip turned again several times and became caught in the chordae of the anterior mitral valve leaflet (aml). Removal was difficult, but it was removed and a flail was noted on the aml from a ruptured chordae. The clip was repositioned and implanted medial to the first clip; however, mr increased to grade 4. A third clip (70613u115) was advanced to the mitral valve, grasping was difficult due to the anatomy, but felt to be successful in the medial commissure and mr was reduced to grade 3. The gripper line was removed prior to clip deployment and after releasing the clip from the delivery system, it embolized and floated to the lv. Mr increased to 4 and the patient experienced severe hypotension. Medication was given to increase blood pressure. The patient was taken into surgery for mitral and aortic valve replacement. The two implanted clips were explanted and the embolized clip removed. The patient was stabilized.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficult to remove from the anatomy and difficult to position appear to be related to patient morphology/pathology, user technique and procedural conditions. The reported tissue damage appears to be a result of the clip becoming caught in the chordae and is related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.